Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that patient was being treated for possible recoil/restenosis of a xience v stent that had been placed in the proximal lad three months prior. The lad was heavily calcified. Another company's balloon catheter was advanced through the recoiled xience v stent and predilation was performed at 21 atm. Another xience v stent 4.0 x 12 mm was advanced to the proximal lad inside the original xience v stent that had recoiled. The balloon was inflated to 20 atm; however, the balloon burst circumferencially soon after inflation. The stent delivery system was removed from the patient and post dilatation was performed with another company's balloon catheter. No additional event or patient information is available.